Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant device: air oscillator reaming attachment device and air oscillator quick coupling for drill bits device. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an intramedullary nailing of the tibial nonunions surgical procedure, it was observed that the battery handpiece device did not function and made a lot of noise while in use with the ao quick coupling device and ao reaming attachment device. It was also difficult to read the lot number on the device. There was a twenty minute delay in the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device etching was illegible and worn, failed leak tightness test, could not be assembled and the moving parts did not move smoothly. It was also observed that the device had component damage, the housing was worn and bent, the bearing was corroded, the etching was worn and there was corrosion / pitting. The device also failed pretests for marking and labeling, leakage test using bubble emission technique, attachment coupling, cannulation, mechanical free moving, roundness of housing and wear on housing. The assignable root cause was traced to improper maintenance.